Event description:
The patient experienced intermittent stimulation and loss of therapeutic effect. The patient experienced a loss of therapy benefit on the right body side. He continued to have feel stimulation on the left side. The patient was seen in clinic approximately 5 months after loss of stimulation. The therapy amplitude was increased to 10.5 volts during reprogramming, at which point the patient felt surging. Stimulation was turned off. Afterward the patient was able to feel right-sided stimulation at much lower voltages, around 2 volts, as he was prior to the loss of stimulation months earlier. Impedances were greater than 4000 ohms on some bipolar electrode combinations. All combinations involving the #4 electrode were greater than 4000 ohms. The right sided therapy impedance was initially greater than 4000 ohms; after the surging event, the therapy impedance was 1091 ohms. It is possible the readings were taken at different amplitudes. The hcp and field representative planned to monitor the patient going forward to make sure stimulation therapy was ok. There was no known incident or accident associated with the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): reason for late MDR due to implementation of process improvement.